Event description:
It was reported that an attempt was made to use a turbohawk plus to treat a lesion in the left proximal calcified superficial femoral artery. Lesion stenosis was 70%. Lesion length was 40mm. Artery/vein diameter was 6-7mm. Vessel damage occurred. There was a small perforation. The event was treated with medical intervention. A covered stent was used. A gore viahbahn 6-50 self expanding stent. Then a cook 018 7x40 balloon to post dilate, inflated 4 times for approximately 3 mins each. Resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.